Manufacturer narrative:
The device was returned to the MFR and the complaint was confirmed. After disassembling device there is severe white corrosion on all internal components of hand piece, including the trigger assembly, indicating improper cleaning.

Event description:
It was reported that the handpiece was leaking a white, pasty, chalky substance from the trigger area. The customer did not know if there was pt involvement or adverse consequences related to this event.